Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The pump's screen went dark and would not turn on, but after following instructions to connect it to a power source, the screen activated. A malfunction code appeared, which was resettable, and technical support assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and call back if the malfunction code reappeared.